Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: severe and permanent physical pain, suffering, injury and disability, potential unnecessary and additional surgeries, diminution in earning capacity, lost wages, medical monitoring expenses, emotional distress, loss of enjoyment of life, potential metallosis, medical and hospital-related expenses, economic loss, and other injuries presently undiagnosed.

Event description:
Update rec'd 5/11/15- sales rep reported revision surgery. Patient was revised to address pain. There is no new additional information that would affect the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.